Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage, is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported hemorrhage with perforation was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00573, 3005168196-2016-00574. The device was disposed of by the hospital.

Event description:
On (B)(6) 2014, the patient underwent a thrombectomy procedure using a penumbra system 3max reperfusion catheter and two penumbra system 3max separators. The procedure was completed without any complications. However, on day 1 (post - operation on (B)(6) 2014), brain imaging revealed evidence of an intracerebral hemorrhage (ich). The ich was reported as a non-serious adverse termed 'hemorrhagic transformation' and was determined to be possibly related to the penumbra system and the procedure, and definitely related to the index stroke. The reported pattern of hemorrhage also suggests the possibility of vessel perforation. Patient follow-up: on post-operation day 7 ((B)(6) 2014), the patient was transferred to a hospice care and expired on (B)(6) 2014. Progression of the index stroke was reported as the cause of death.